Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported premature battery depletion was confirmed in the laboratory. Baed on programmed parameters and device usage, a longevity calculation was performed and found to be below normal limits. No high current drain sources were found during bench, automated electrical, temperature, and humidity testing. The battery was sent to the vendor for further analysis. An internal battery anomaly was found to cause the premature battery depletion.

Event description:
It was reported that the device was explanted due to premature battery depletion.